Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated a bolus and blood glucose (bg) decreased below 40 mg/dl. Reportedly, the customer entered a manual amount of units for the bolus and did not have the pump calculate the correct dosage. Customer consumed carbohydrates to address the low bg. Recommendation was made to discuss diabetes management with a health care professional.